Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00060. (B)(4). Concomitant medical products and therapy dates: deltafill (dlf180415/c40396), 2 deltafill (dlf100410/lot unknown), 1 deltafill (dlf180415/lot unknown), sl-10, .0165¿ ID microcatheter (details unknown), the 42 codman/micrus coils (details unknown).

Event description:
It was reported by the hospital contact that the wire of 2 deltafills (dlf100410/c40279) and (dlf180415/c40396) would not pull back into the sl-10, .0165¿ ID microcatheter (details unknown). When we tried the new spectra coils, the 1st dlf180415 (lot unknown) went in with no issues. The 2nd dlf180415 went in and detached properly, but the pusher wire would not pull back into the microcatheter. Several unsuccessful attempts were made to pull the wire into the microcatheter, and then the dr had to pull out the entire microcatheter with the coil wire in it to re-access the aneurysm. At that point, we observed on the back table that the coil wire had a small spherical remnant at the heater section of the wire when detached, thus not letting it pull back into the microcatheter. We then started back using the regular version of our coils¿g2, deltamaxx, deltapaq. After many of those coils, we then tried to use the spectra coils again. We implanted (2) dlf100410 coils with no issues. On the 3rd dlf100410, the same issue happened as before in that the coil detached properly, but the wire would not pull back into the microcatheter. Same observations were made on the back table as well. This case was a treatment for a large cc fistula. 42 codman/micrus coils (details unknown) were used. It was initially reported that the products will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the wire of 2 deltafills (dlf100410/c40279) and (dlf180415/c40396) would not pull back into the sl-10, .0165¿ ID microcatheter (details unknown). When we tried the new spectra coils, the 1st dlf180415 (lot unknown) went in with no issues. The 2nd dlf180415 went in and detached properly, but the pusher wire would not pull back into the microcatheter. Several unsuccessful attempts were made to pull the wire into the microcatheter, and then the dr had to pull out the entire microcatheter with the coil wire in it to re-access the aneurysm. At that point, we observed on the back table that the coil wire had a small spherical remnant at the heater section of the wire when detached, thus not letting it pull back into the microcatheter. We then started back using the regular version of our coils¿g2, deltamaxx, deltapaq. After many of those coils, we then tried to use the spectra coils again. We implanted (2) dlf100410 coils with no issues. On the 3rd dlf100410, the same issue happened as before in that the coil detached properly, but the wire would not pull back into the microcatheter. Same observations were made on the back table as well. This case was a treatment for a large cc fistula. A 42 codman/micrus coils (details unknown) were used. It was initially reported that the products will be returned for analysis. Very limited information was received. The electrical connector was severed and not returned. The sl-10 microcatheter was cleaned and returned with this microcoil system. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Unreported damage of the electrical connector being severed and not returned was found. The circumstances of how and when the electrical connector was removed and not returned cannot be determined. Located off the distal tip of the device positioning unit (dpu) are a series of severe kinks located at 36.0, 35.0, 34.0, and 10.0 (most severe) all in centimeters. The outer sheath (pebax sleeve) covering the resistive heating coil section melted and expanded (increased diameter) with rough edges facing the proximal end. The distal tip of the returned sl-10 microcatheter has compression and distortion damage with the remainder of the microcatheter undamaged. The dpu was back-loaded into the returned microcatheter and while minor friction was encountered by the kinks, the melted pebax sleeve caught and compressed the distal tip and became ¿stuck¿. Any increase of the retraction force may have moved the microcatheter if it was located inside the patient at the target site. No manufacturing defects were found. The complaint of the dpu unable to be withdrawn back into the microcatheter is confirmed. While the exact root cause cannot be determined, the most likely contributing factor to the dpu unable to be withdrawn into the microdcatheter was due to the outer sheath (pebax sleeve) melting, expanding, and distorting which caught the distal tip of the microcatheter and became lodged. A review of the manufacturing documentation associated with this lot (c40279) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00060.